Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the image noise could not be detected as problem was not confirmed and the most probable cause of the malfunction foreign material inside the air/water nozzle found during device evaluation could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the colonovideoscope had image noise and foreign material in air/water nozzle. There was no patient involvement.